Event description:
Healthcare professional reported ¿deflation¿. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported¿ deflation¿. Healthcare professional later reported "non-allergan device". This record is for the left side. Device was explanted and replaced. Un-reporting record.